Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturer representative, and hcp regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in the hospital and needed an MRI because the patient lost movement of her legs. The caller said the loss of movement in the patient's legs was probably from the device because it was implanted for severe back and leg pain. The caller said the patient had maybe 20% pain relief since implant. The caller called back and stated that the patient was in the ER with mild paralysis in her legs and needed an MRI. The patient did not have her programmer with her and therefore could not have the MRI. It was mentioned that it was unknown if the symptoms were related to the device since the patient had several back fusion surgeries as well so the cause of the mild paralysis was not known. The mild paralysis started about 2-3 weeks prior to the report. The caller said it has been slowly, progressively getting worse until they were placed in the ER. The rep called in and said that a scan of the patient's back would not be recommended due to the patient's deices. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65 (B)(4) implanted: (B)(4)2016 product type lead. (B)(4) should be included in this event. If information is provided in the future, a supplemental report will be issued.